Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while in use on a patient, there was an air leak from the cuff which was observed at the time of initial cuff check. It was also reported that the cuff pressure did not elevate upon applying air to the cuff. Customer indicated that recannulation of a replacement tube was required.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. An inflation/deflation test was performed 25cc of air was applied to the cuff using a syringe and it was observed the cuff deflated immediately. A visual inspection was performed, and it was observed the cuff presents a small tear. If information is provided in the future, a supplemental report will be issued.